Event description:
The customer stated that he was receiving erratic readings. The readings were approx 370 mg/dl and then 110 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacment strips will be sent.